Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received an ise calibration error on the cobas 6000 c (501) module. After this, the reporter stated that they received a discrepant result for one patient sample tested with ise indirect na for gen.2 it was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 114 mmol. The sample was repeated after calibration and resulted with a value of 139 mmol. No adverse events were alleged to have occurred with the patient. The na electrode lot number and expiration date were asked for, but not provided.